Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 8mm emerge balloon catheter was selected to dilate the lesion. However, the catheter broke during navigation of the balloon. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient injury was reported and the patient's status was stable.